Manufacturer narrative:
.

Event description:
It was clarified there was a paddle release button intermittent failure.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator paddles required repair. There was no patient involvement.